Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker was in backup vvi mode. Device restoration was performed. There were no patient consequences.